Manufacturer narrative:
Pump received with a high sleep current measurement test, problem isolated to the pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery running out issue. The customer's blood glucose level was unknown. The device will be returned for analysis.